Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Mfg. Site name - (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed. UDI= (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was unable to be closed and did not grasp onto tissue. The clip released from the catheter and fell off inside the patient in an open state. It was reported that the clip was retrieved with a rat tooth forceps and the procedure was completed with another resolution clip device. The patient's condition at the conclusion of the procedure was reported to be stable.